Manufacturer narrative:
Patient city: (B)(6)patient country: (B)(6)

Event description:
Unomedical reference number (B)(4) event occurred in (B)(6) on (B)(6)2024, it was reported by the patient infusion set was leaking. In troubleshooting it was found that infusion set was leaking from insertion site. No further information was available